Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device was not driving the disposable well. The procedure was completed with the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The root cause of the mdu losing power is due to a component failure-power supply.